Event description:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. A visual observation confirmed the helix mechanism exhibited no anomalies. Cuts were noted in the outer insulation at 65.5 cm from the terminal pin. Resistance and pressure testing were then completed. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to reproduce the clinical observation of lead dislodgement, however confirmed the cut in the insulation.

Event description:
Boston scientific crm received information that sensing and threshold measurements changed 3 months post implant with this left ventricular (lv) lead. A chest x-ray indicated this lead had dislodged in the right ventricular (rv) outflow tract. The lead was explanted and replaced. During the lead extraction the insulation was damaged. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additional information become available, this event would be updated.

Manufacturer narrative:
The lead was returned and is currently in analysis. When additional information becomes available, this report will be updated.